Event description:
Intubated pt received 2nd degree burns to upper lip and lower corner of mouth when doctor attempted to cauterize a lesion under the pt's tongue. A string attached to a sponge caught fire when the cautery was activated leading to the pt burns.